Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 09-nov-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 09-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported recent imaging noted lead migration. The rep confirmed the leads did migrate to c4-6. The patient reported they were in a car accident in december. Patient reported not having full therapeutic benefit and a return of pain:  loss of stimulation in neck, shoulders, and upper arms. The rep tried multiple electrode configurations and utilized intellistim, but was unable to re-capture all areas. Rep was able to program hand and forearm coverage. The issue is not yet resolved and is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient met with the physician and another representative on (B)(6) 2025. Reprogramming was performed and stimulation coverage was improved but not complete. A lead revision is being considered, but not pursued at this time. Patient and physician will continue to monitor the situation.